Event description:
On april 16th, 2025, fujifilm healthcare americas corporation was informed of an event involving fdr go plus e. The issue was that the plug may not be grounded, sparking inside of clear housing and causing the plug to heat up. The injury to the user or any patient involvement has not been confirmed at this time. This report is being submitted in an abundance of caution.

Manufacturer narrative:
Ref comp # (B)(4). The resolution was to rebuild the plug on the cord reel, test the plug and charging circuit, which tested good. The unit is working as designed.